Event description:
The hanger bar came off the boom of the medi-lift device and hit the resident on the head. The resident was taken to the hospital and found to be ok. He was returned to the nursing home later on the same day.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer bhm medical, (B)(4). The eval of the device to date has been carried out by a rep of the manufacturer's sales and service unit subsidiary divisions not a direct employee of the manufacturer. The info contained in this report based upon the info provided to the manufacturer. An on-site inspection was performed by an arjohuntleigh technician after the incident. It was found that the floor lift was not up to the specifications, since the service light was on. There were also many alterations found on the device following the visual inspection: the power base was cracked, with one part missing, the handset was held to the lift with velcro, the rear castor brake was not functioning and the boom end cap was missing. A complete investigation was performed by the manufacturer. (B)(4) the occurrence rate appears to be low when compared to the number of transfer daily performed with the installed base of these types of floor lifts ((B)(4)). No relevant info was found when reviewing the manufacturing process and the history of this type of product. The manufacturer has no service history for this device or this customer. Since the event description and findings of on-site visit were considered sufficient to perform the root cause analysis, no further simulation was deemed necessary and the return of the device was not requested. From the info received, the spreader bar got separated from the boom of the lift because the load cell got detached from the boom. A visual examination of the pictures received showed that the middle "tower" of the load cell cover was broken. This part of the cover used to link the right cover to the left cover by a screw. There was no other damage noticed to the boom, clevis pin, load cell or spreader bar, which could have been a cause of the spreader bar separating from the boom, unless those components were not physically linked to each other. The load cell is the metal component that gives the weight measurement. It should be attached by a clevis pin to the boom at the top and the spreader bar is fixed to the load cell at the bottom. Since the load cell cover is not a load bearing part, for a portion of the cover to be broken, a load had to be directly applied to the middle portion of the load cell cover. Based on a previous investigation, this could be the case if the load cell cover was incorrectly assembled to the load cell, resulting in the load cell cover "tower" passing through the upper hole of the load cell, and the clevis pin passing only through the cover and being fixed to the boom. It is not possible that an assembly error would have occurred during manufacturing process, since all the devices are load tested, and the cover would have failed during the test. Therefore, it seems plausible that the spreader bar got separated from the boom because the load cell cover was incorrectly assembled on the load cell and the clevis pin was passing only through the cover. It was mentioned to the arjohuntleigh during his on-site visit that a cover replacement had been recently done by a maintenance worker from the facility. During assembly, he said that he would have been interrupted during his work, resulting in the assembly error. This maintenance error also constitute a failure to follow the instructions for use (001.20250.en rev 7) of the device, as it is mentioned, under the load cell section, "caution: the load cell contains no user serviceable components and should be serviced by authorized personnel only." The manufacturer concludes the event was caused by an incorrect maintenance of the device. It is recommended that the device involved be repaired to reach the manufacturer's specifications before being returned in use. It is also recommended to the facility that servicing be performed by authorized personnel only, following the recommendations of the device labeling.